Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the tool was not returned by the customer. However, the tool model number provided by the facility is not indicated for use with the attachment model provided by the facility. The likely cause for the tool breakage was off-label use. The user manual contains the following warning ¿do not use a dissecting tool without the appropriate attachment as injury may occur to patient, operator and/or operating room staff.¿ in addition, ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an incorrect tool was used by mistake with an attachment during a surgery by a resident surgeon. The tool broke during use. Postoperative imaging showed an artifact which suggested a device fragment; it was suspected to be a fragment from the broken tool. The or surgeon reviewed the imaging and the location of the device fragment and indicated the fragment was safe to stay where it is located and no further intervention would be taken. The or surgeon reviewed the tool selection process with the staff nurses and the resident. It was reported there was no further harm or intervention to the patient related to this event. On follow up it was identified the surgery was a craniotomy for tumor resection. It was reported the tool fragment remained in the epidural space adjacent to the bone edge upon review of the postoperative MRI by the or surgeon. The patient status was characterized as ¿no adverse reactions noted at this time¿ per the or surgeon. The facility indicated the broken tool would not be returned. Initial or first use of the tool within the procedure was confirmed. Additional patient information was provided.